Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of handle cannula break. Imdrf impact code f2301 captures the event of soehendra lithotripter was attached and successfully crushed the stone.

Event description:
It was reported to boston scientific corporation that a trapezoid rx was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the procedure, a trapezoid rx was used with the alliance handle to attempt to crush a stone measuring 13mm x15mm. However, the handle cannula broke leaving the basket stuck on the stone. The handle was cut off and a soehendra lithotriptor was attached. The stone was successfully crushed and the procedure was completed. There were no patient complications as a result of this event.

Event description:
It was reported to boston scientific corporation that a trapezoid rx was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the procedure, a trapezoid rx was used with the alliance handle to attempt to crush a stone measuring 13mm x15mm. However, the handle cannula broke leaving the basket stuck on the stone. The handle was cut off and a soehendra lithotriptor was attached. The stone was successfully crushed and the procedure was completed. There were no patient complications as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of handle cannula break. Imdrf impact code f2301 captures the event of soehendra lithotripter was attached and successfully crushed the stone. Block h11: the returned trapezoid rx was analyzed, and a visual inspection revealed that the pull wire and coil were kinked and broken. Additionally, the basket wires were bent, and the handle cannula was not returned. Based on all available information, this problem could have occurred during the procedure, depending on how the device was used in conjunction with the alliance handle. If more pressure was applied than the device could withstand, the handle cannula might have detached, and the pull wire and coil could have kinked and separated from the handle. Additionally, it is likely that the force exerted through the alliance handle while attempting to break the stone caused the basket wires to bend. Therefore, the most probable cause is "adverse event related to procedure". A labeling review was performed, and from the information available, this device was used per the instructions for use (IFU) / product label.